Event description:
The endoscopic retrograde cholangiopancreatography (ercp) therapeutic procedure was completed with non-olympus device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5, d8, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint videoscope cable caused an image problem with the processor and the duodenovideoscope was not confirmed. Based on the results of the investigation, the presumed cause and root cause for the reportable malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the videoscope cable caused an image problem with the processor and the duodenovideoscope. The issue occurred during preparation for use. The endoscopic retrograde cholangiopancreatography (ercp) procedure was completed by using a similar device. There were no reports of patient harm.